Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced un-commanded motion of the electronic positioning functions. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 0 malfunction events, instead of 1.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced drifting, which is not reportable. Section h codes have been updated.